Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, the haptic broke and there was bleeding of the chamber angle during removal of the iol. The iol was replaced during the same procedure. The surgeon reported that the event resolved with treatment and there were no unplanned surgical intervention required. The surgeon indicated that it is unknown whether the device caused/contributed to the event. No further information is expected.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Additional information was requested and received. No further information is expected. (B)(4).